Event description:
It was reported that the patient developed endocarditis. The device and leads were removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead 2009 (B)(6); porcine heart valve 2011 (B)(6); 4076 implantable pacing lead 2009 (B)(6). The device was not returned to the manufacturer.